Event description:
It was reported that the insulin pump alarmed for a failed battery test and that it was out of use. The blood glucose reading was 8.9 mmol/l. Contacts on the battery cap were not missing or damaged and that the battery compartment was not damaged or corroded. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.